Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 68 mg/dl, 108 mg/dl, and 105 mg/dl. No actions taken based on the device results. No adverse event reported. Requested return of suspect device, and replacement was sent.